Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number was fgt with an expiration date of 05-oct-2026. The analyzer alarm trace showed that "abnormal aspiration" alarms occurred frequently. The field service engineer replaced the sample probe, vacuum needle, and mixing vessel. An ise check was performed and was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pure c 303 analytical unit. Sample 1 initial result was 141.6 mmol/l, and the repeat result was 148.7 mmol/l. Sample 2 initial result was 147.4 mmol/l, and the repeat result was 140.1 mmol/l.